Manufacturer narrative:
The customer called into olympus to report his issue. Following the completion of that call, olympus dispatched a field service engineer (fse) to deliver a loaner device so the facility could continue with cases. While on the site, after providing the loaner, the fse inspected the subject device and did not find any issues. However, at the request of the customer agreed to return it to the olympus facility for a more thorough evaluation. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, the user¿s report was not confirmed. The subject device was tested and was found functioning properly. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus high flow insufflation unit was experiencing flow-rate issues during two separate procedures. According to the initial reporter, the subject device would intermittently stop the gas feed. Reportedly, the nurse had to restart the device again to re-set the gas feed rate. Despite these challenges, the customer did confirm that he was able to complete the procedure using the subject device. There was no patient harm or consequence reported as a result of this event. Event 1 of 2. For event 2, please see report with patient identifier (B)(6).

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received noting that the procedure was therapeutic. According to the initial reporter, the device is only checked whey they have cause to use it. The procedure was completed using the same device without any delays.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the phenomenon was not duplicated during evaluation, the cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.